Manufacturer narrative:
0 device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose level of 43-44 mg/dl. The customer was treated with food and intravenous fluids and saline. The customer was released from the ER on (B)(6) 2024 with no permanent damage. The cause for the reported issue was not known. The customer continued to use the pump for insulin therapy.